Event description:
The hcp reported the pt presented with increased spasticity. At refill yesterday, the hcp stated he changed concentrations from 500ug/ml to 2000ug/ml at 245ug/day but thought the synchromed ii automatically calculated a bridge bolus, so a bridge bolus was never programmed. The pump was updated to 2000ug/ml at 245ug/day. The hcp stated he programmed the higher concentration without programming the bridge bolus about 24 hours ago. The MFR rep calculated that the 500ug/ml had cleared out of the system in approx 20 hours and the pt was receiving the 61ug/day for that 20 hour period instead of the programmed 245ug/day. The hcp was also educated with the warning that appears when concentrations were changed and where the bridge bolus mode was found on the programmer. He stated he would more then likely program a therapeutic single bolus dose that was safe for that pt.